Event description:
Per the clinic, the patient experienced extrusion of the device.

Manufacturer narrative:
This report is submitted on december 30, 2022

Event description:
Patient has received several radiation treatments to the side of head patient implanted on, which has resulted in a lot of infection around the implant site which was treated with oral and topical antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.